Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an arthroscopy, the t2 of the fast-fix did not release, the suture could not be closed. T1 was removed from the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received outside of original packaging. No physical damage visible to the device. The deployment needle and knob are in the t2 pre-deploy position. The anchors and suture were not returned with the device. A functional evaluation revealed the deployment needle and knob function as intended.¿ there was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.